Event description:
It was reported that several of the same cartridge alarms occurred during insulin delivery. The customer's specific bg value was unknown but displayed "high". A correction bolus via pump was administered to address the bg level. Customer loaded a new cartridge to resolve the issue however the cartridge alarm recurred. The customer reverted to manual injections for insulin therapy.